Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The 99% stenosed lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The 20mm long lesion was predilated with a 1.5x15mm balloon. During the initial insertion, the taxus liberte' 2.25x20mm drug eluting stent was advanced to the lesion however the physician encountered difficulty trying to cross the lesion. The stent dislodged, due to calcification and tortuosity, in the lad and proceeded to migrate to the femoral profunda artery. The physician was able to retrieve the dislodged stent with a snare. The procedure was ended without any further intervention. No further patient complications occurred. Patient status was reported as "unstable".

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing record found that the device met material, assembly and product specifications. The most probable root cause is handling damage. Product unavailable for analysis